Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple inappropriate antitachycardia pacing and shock therapies due to supraventricular tachycardia being incorrectly diagnosed as a ventricular tachycardia episode. Turning off the atrioventricular interval delta was recommended. No further information is available.